Manufacturer narrative:
The high resolution stereo viewer (hrsv) was found to have no image due to a main board defect. The printed circuit assembly (pca) mainboard was replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the right high resolution stereo viewer (hrsv) on the surgeon side console (ssc) was flickering. The customer was on a dual console setup and using the second ssc to continue with the operation. The customer had already swapped the blue fiber cables and power cycled the ssc multiple times. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint. The fse replaced the high resolution stereo viewer (hrsv), personality module surgeon console (pmsc) board, and the generic power distribution (gpd) board. The system was tested and verified as ready for use. Isi has not received the hrsv, pmsc board, and gpd board for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the products are returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The cfg unit was returned for failure analysis and the reported failure was confirmed. There was an error 119 in the logs that means "console hrsv low current". Fa installed the monitor on an in-house, and it was intermittent. There was a flickering image during power up on the surgeon side console (ssc). The complaint was confirmed based on failure analysis of the cfg. The personality module surgeon console (pmsc) unit was returned for failure analysis, but the reported failure could not be reproduced. The pmsc was returned with high resolution stereo viewer (hrsv-3), and the generic power distributor (gpd). The technician used test equipment to test the pmsc. The unit was installed into the test system and running video test, one minute sine cycle, 10 power cycles and sitting idle for one hour. Fa could not replicate the reported issue. In addition, the pmsc was left idle/test with other units for over 56 hours. No problem found. The complaint was not confirmed for the pmsc based on failure analysis. The gdp unit was returned for failure analysis and the reported failure could not be reproduced. The technician was unable to reproduce the failure report by installing this board into a test system. The system started up with no error, the video was good on both eyes with no anomalies. The gpd board remained in the test system for three days, while testing other parts, and it performed with no issue. The issue could not be replicated or confirmed on the gdp based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.